Manufacturer narrative:
G.4. K183399; k243403 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that leakage occurred. Indeed, the tip circled in red in the photo was not present in the packaging. During the placement, the catheter was not blocked, and blood flowed abundantly. This situation could have been potentially dangerous. Date of incident: may 27, 2026 number of products affected: one single defective unit reported issue: according to the customer, the q-syte component that should be present at the end of the tubing was missing. This was not noticed prior to use, and during the procedure, blood reflux occurred, leading to blood leakage patient/user impact: no injury or adverse effect was reported for either the patient or the user, apart from blood exposure/spillage.